Event description:
Intermittent under-sensing on the ra lead during at/af episodes. Patient had symptom of generalized weakness. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).